Manufacturer narrative:
Citation: mechulan a, et al. Micra av leadless pacemaker implantation after transcatheter aortic valve implantation. Pacing and clinical electrophysiology: pace. 2022 nov;45(11):1310-1315. Doi: 10.1111/pace.14545. Epub 2022 jun 13. Earliest date of publication used for date of event. Medtronic transcatheter valve products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding leadless pacemaker implantation after transcatheter aortic valve implantation (tavi). All data was collected from a single center between november 2020 and june 2021. A total of 20 patients who had undergone tavi were included in the study population (predominantly male, mean age 81.2 years). During tavi, patients were implanted with either a non-medtronic valve type (n = 13) or a medtronic evolut r/pro valve (r = 4, pro = 3). No unique device identifier numbers were provided. After tavi, all 20 patients underwent leadless pacemaker implantation. The median time between tavi and leadless pacemaker implantation was 4.5 (range of 3 to 6) days. Reasons for pacemaker implantation included: high-grade atrioventricular block/complete heart block (n =11) and left bundle branch block with prolonged hv intervals (n = 9). Additionally, the authors noted one patient was admitted twelve days after discharge for acute heart failure due to ¿tavi mismatch.¿ no additional adverse patient effects or product performance issues were reported.